Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to the switch 4 malfunctioning. In addition to the findings reported in b5, scratches were found on the device, the bending section cover adhesive is missing, the bending angle and the play of the angle knob were both out of specification due to the elongation of the angle wire and the control body and scope connector were discolored. There was dirt found on the objective lens, which caused the image to be cloudy and shadows were visible on the image. There was dirt on the illumination lens that was difficult to remove. The clogged air/water nozzle, which caused the drain function to be degraded. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus, the remote switch on the gastrointestinal videoscope had malfunctioned. It freezes even if the remote switch is pressed, release does not work. No anomalies were seen in the other holding scopes. The device was returned and evaluation, and there was a foreign object inside the nozzle, which has been attributed to inadequate cleaning. The customer provided to olympus additional information regarding the reprocessing of the device. The device was cleaned, disinfected and sterilize before returning to olympus, the customer was unable to identify when the foreign material adhered to the scope, there was no delay the start of pre-cleaning, the air/water nozzle was not flushed with water and air. There were abnormalities in the accessories used for reprocessing, the scope was not immersed in the detergent solution, the device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges and the air/water nozzle was flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the foreign material in the nozzle was due to the customer deviating from the instructions for use. However, a final root cause of the event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system: [inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿. Olympus will continue to monitor field performance for this device.